Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while attempting to apply an adc device, it was unsuccessful due to failure to fire due to the sensor being stuck in the applicator. As a result, the customer was unable to monitor their blood glucose and experiencing sweating, dizziness, and a loss of consciousness. The customer was however able to self-treat with sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator no issues were observed. Applicator had fired however sharp was stuck inside sensor plug assembly. Visual inspection was performed on the returned sensor and no issues were observed. Unable to perform further investigation due to sensor pack not returned. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while attempting to apply an adc device, it was unsuccessful due to failure to fire due to the sensor being stuck in the applicator. As a result, the customer was unable to monitor their blood glucose and experiencing sweating, dizziness, and a loss of consciousness. The customer was however able to self-treat with sugar. There was no report of death or permanent impairment associated with this event.